Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the customer had abdominal pain. Customer had diabetic ketoacidosis. Customer was hospitalized. Customer's blood glucose was 45 mg/dl. Customer mentioned couple infusion set cannulas were bent. Customer declined troubleshooting. Customer will not be returning the device for analysis.